Manufacturer narrative:
The cause for the non-reproducible elevated advia centaur xp tni-ultra result is unknown. Siemens service went on site and performed a full system inspection. The ionizer was heavily plugged with dust. The sample probe was hitting the bottom of the cuvette and reagent probe 3 was touching the side wall of the cuvettes. Adjustments were made to the instrument and tni-ultra quality control material was tested in multiple replicates and no issues were observed. The system was fully functional. No conclusions can be drawn. The system is performing to specification. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur xp troponin ultra (tni-ultra) result that did not repeat with additional testing on the same advia centaur xp or an alternate advia centaur xp system. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni-ultra result.